Event description:
It was reported that when the device was used during an unknown procedure, the device cut, but did not staple. It is unknown how the procedure was completed or if there was any consequence to the pt.